Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was 150 mg/dl. The customer stated that the insulin pump was beeping and that there was a black circle on the screen with a button error message. The customer could not clear the message. The customer did not recall bumping the insulin pump or exposing the insulin pump to moisture. Advised customer to remove battery for 30 minutes, but the alarm persisted. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.